Manufacturer narrative:
The patient's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 3.0 inr, qc 2: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek measuring system. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable inr results with a coaguchek xs serial number (B)(4) compared to a laboratory stago analyzer with neoplastin reagent. At 9:12 a.m., the patient's meter result was 4.3 inr. At 11:30 a.m., the patient's laboratory result was 2.9 inr. The patient's therapeutic range is 2.5- 3.0 inr.